Manufacturer narrative:
In depth investigations revealed that a reset ram to ram was forced by the software on (B)(6) 2016, following the detection of an unexpected reset interruption. The most probable hypothesis to explain this behavior would be that an electrostatic discharge (esd) occurred. After a reset ram to ram, a specific feature is automatically set, possibly explaining the rf disturbance. Analysis confirmed that the device was properly re-initialized.

Event description:
During the implantation procedure of the subject ICD, normal behavior of rf telemetry was observed until the ICD was connected to the leads. Reportedly, when performing tests, the rf head had no blinking light, and the signal could not be improved even when changing the position of the rf head. The user switched to inductive telemetry (with sterile protection). The session was then closed. Upon re-interrogation, the rf telemetry was recovered, and a message was displayed stating that one device reset had occurred and the device had been re-initialized.

Event description:
During the implantation procedure of the subject ICD, normal behavior of rf telemetry was observed until the ICD was connected to the leads. Reportedly, when performing tests, the rf head had no blinking light, and the signal could not be improved even when changing the position of the rf head. The user switched to inductive telemetry (with sterile protection). The session was then closed. Upon re-interrogation, the rf telemetry was recovered, and a message was displayed stating that one device reset had occurred and the device had been re-initialized.

Event description:
During the implantation procedure of the subject ICD, normal behavior of rf telemetry was observed until the ICD was connected to the leads. Reportedly, when performing tests, the rf head had no blinking light, and the signal could not be improved even when changing the position of the rf head. The user switched to inductive telemetry (with sterile protection). The session was then closed. Upon re-interrogation, the rf telemetry was recovered, and a message was displayed stating that one device reset had occurred and the device had been re-initialized.